Event description:
Respiratory therapist called to room by rn and found vent with an error condition and indicated "safety valve open, find another way to vt patient." Patient was manually ventilated until a replacement could be set up for patient. No patient harm.====================== manufacturer response for adult ventilator, 840 ventilator======================field service came to our site and repaired the problem under warranty, which was a bdu cpu board replacement.